Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 self-test performed on (B)(6) 2021. Confirmation testing was performed via pcr on (B)(6) 2021 and generated a positive negative. The patient was reportedly symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to correct b5 (event description). .

Event description:
The consumer reported a false positive result with the binaxnow covid-19 self-test performed on 22aug2021. Confirmation testing was performed via pcr on 22aug2021 and generated a negative result. The patient was reportedly symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147881c with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147881c and test base part number 195-430h / lot 141789r. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147881c showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.